Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Unraveling of the wire guide can occur if the snare is severely tightened onto the wire guide. If the snare and wire guide are pulled with the snare in this position, this could contribute to the reported wire guide damage. Prior to distribution, all flow 20 percutaneous endoscopic gastrotomy set - push devices are subjected to an inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the report could not be verified. The complaint risk priority number (crpn) for this type of occurrence had been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrotomy set - push. The tip of the endoscope was inside the stomach. An incision in the abdominal wall was made (through skin and subcutaneous tissue into the stomach). The needle and cannula unit was inserted through the skin incision into the stomach and the needle was removed leaving the cannula in place. The floppy tip of the wire guide was placed through the cannula and into the stomach. A snare was place through the accessory channel of the endoscope and used to grasp the wire guide. The endoscope and snare are removed simultaneously from the pt's mouth. This is performed so that the wire guide is protruding from both the pt's mouth and incision site. This is necessary for the gastrostomy tube placement. When the snare closed onto the wire guide, the wire guide bent and the outer coiled cable of the wire guide began to unravel. The endoscope, snare and wire guide were removed together from the pt's mouth. The unraveled portion of the wire guide was cut by the user external to the pt despite the reported unraveling of the wire guide, this wire guide was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.